Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds had been observed on the atrial lead of an asymptomatic patient. It was determined that the lead had dislodged. It was capped and replaced during a device changeout procedure. The patient was in good condition following the procedure.